Event description:
The patient¿s generator had normal impedance at their latest appointment. No further information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that at the patient¿s second titration appointment, the patient had high lead impedance. At the patient¿s previous appointment, the impedance was within normal limits. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history records were reviewed for the generator, and passed all specifications prior to distribution. At the patient¿s next appointment, the generator had high impedance. It was reported that on the day of implant, the patient¿s impedance was within normal limits. No additional information has been received to date.